Event description:
A durable medical equipment provider (dme) reported that a remstar heated humidifier had overheated and melted the bottom of its enclosure. There was no report of injury or harm.

Manufacturer narrative:
The device was evaluated by the MFR and a thermal void was found in the bottom enclosure. In addition, a thermal deformation was observed on the top enclosure. Both were proximal to a thermal event having occurred on the printed circuit assembly (pca). Contaminants, appearing to be evaporated tap water and rust deposits, were found on the inside of the bottom enclosure and on the non-component side of the pca. The manufacturer concludes the thermal event was the result of circuitry corrosion caused by tap water ingress. Pt labeling instructs the user distilled water is recommended for use in the humidifier and cautions them to always remove the chamber from the humidifier before filling it with water. It also cautions the user to avoid moving or tilting the humidifier when the water chamber has water in it. A review of the device's complaint history record from (B)(6) 2006 to (B)(6) 2012 confirmed there have been no deaths or serious injuries associated with this failure mode. Base on these findings, the MFR concludes that no further action is necessary.